Manufacturer narrative:
The unknown expedium screw was not returned for evaluation. A DHR review could not be conducted as the device lot number is unknown. A complaint trend analysis could not be conducted as no specific product identifiers were provided. Without the screw, we are unable to confirm the reported issue or identify the root cause. No issues could be identified in the manufacturing or release of this screw as no lot has been identified. Therefore, this complaint will be closed with no further action required. If more information and/or the complaint sample become available at a later date, the complaint will be reopened and the product will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned for evaluation.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon must operate on a patient due to a problem on a expedium screws. The fitting was disassembled and the cap jumped out. The patient will be revised. Date of revision is currently unknown.